Event description:
It was reported that the customer had an unspecified cartridge issue. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.